Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump clock was frequently gaining and losing time, cause was unknown. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.